Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third- party service center. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. In addition, the device has been scrapped.